Event description:
It was reported that during implant, the needle of the syringe perforated the subclavian artery before reaching the subclavian vein. The physician did not notice that so when he inserted the guidewire in the needle and implanted the lead, the lead it self passed either through the vein or through the artery, resulting in a phystole and a pocket hematoma. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.